Event description:
I have been using this philips respironics trilogy 100 bipap since (B)(6) 2020, and have every night for about 5-8hrs. Some time during the first quarter of this year 2021, I started having headaches every morning, which I would never get, but as a result started taking tylenol in the morning quite often. Also, when I woke up, I felt inexplicably nauseous too. My throat was sore and irritated, and I had stuffy sinuses, with a dry cough. For several months I had to use my asthma puffers more often too because my chest felt tight and for some unknown reason I had more asthma. Over the last month or so, the unit seemed to have a smell emanating from it when I would wear my face mask. I am extremely upset to hear that I have been exposed to this degraded and/or off-gassed pe-pur foam. I have been wrought with fear and worry about the overall carcinogenic effects that have already occurred. Philips did not notify me at all personally. I am not going to use this device any more. FDA safety report ID# (B)(4).